Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all stations for the site were offline. A technical support specialist (tss) dialed into the server, checked that the messages were crossing over from carefusion coordination engine to es and also checked the last server communication between the server and stations. Then the tss refreshed the remote support service (rss), and the stations came back online one by one and the server communication was current when checked. The tss informed that the issue was related to the hospital network. The customer verified that the new patients and orders were on the stations and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, devices were not communicating. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.